Event description:
It was reported that the unspecified pen needle was broken. The following information was provided by the initial reporter: rear cannula end is broken + gets stuck.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-nov-2022. H6: investigation summary: customer returned one (1) used 32g x 4mm pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle(s) bent and rear cannula end is broken + gets stuck. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent (see pr# (B)(4)). No evidence of manufacturing defect was observed. The alleged broken npe cannula issue could not be confirmed based on the sample returned for investigation. No DHR review can be carried out as lot number is unknown. Embecta was able to confirm the customer¿s indicated failure (bent npe cannula). The cause for this issue is user related. The npe cannula was bent by the user after handling the pen needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the unspecified pen needle was broken. The following information was provided by the initial reporter: rear cannula end is broken + gets stuck.